Event description:
New information received notes no programming changes were made, the last remote monitoring check up on (B)(6) 2025, did not show any oversensing episodes. The patient was being monitored. There were no changes in patient condition.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.